Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level above 500 mg/dl with an unknown cause. Bg was treated by changing out the infusion set and increasing the basal rate. The customer was instructed to consult with the healthcare provider regarding bg level.